Manufacturer narrative:
E1/user facility address: (B)(6) . It was not specified whether the device will be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a foggy image issue while using the camera head. There was no patient harm associated with the event.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields. The device was returned and the evaluation is ongoing. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus that there was a foggy image issue while using the camera head. The event occurred during a demonstration. There was no patient involvement.

Manufacturer narrative:
Updated fields: d4, d8, h3, h4, h6, h10, h11. Correction: d9 - device available for evaluation, d9 - date returned to mfg. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. No problem detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus that there was a foggy image issue while using the camera head. The event occurred during a demonstration. There was no patient involvement.

Event description:
The customer reported to olympus that there was a foggy image issue while using the camera head. The event occurred during a demonstration. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: g3, h2, h6, h10; correction: d9, h3. The device was not returned to olympus and customer allegation was not confirmed. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.